Event description:
The pt called alleging high reading on lfs meter. Pt had obtained a 272mg/dl and was experiencing a buzzing noise in their ear. Pt usually experiences buzzing noise in their ear, with low blood glucose. Pt went to the hosp and the reading on the hosp meter was 35mg/dl. Time difference between the two readings is greater than 30 mins from one another. The pt had not been cleaning the meter according to the owner's booklet. Cleaning the meter incorrectly can lead to false blood glucose readings. The pt was treated in the hosp; however, no info on what type of treatment they had received. Test strips were in good condition and not expired. Strips fell within range with the control solution. This case is being reported as a serious injury, since the pt received readings not matching symptoms, and in a short while, their reading in the hosp indicated a serious injury.